Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the device failed the o2 low flow test step. The service technician states that grey removable foam needs to be readjusted in order to resolve the test failure. The device will be retested. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the initial evaluation of the device at the manufacturer's service center, the device failed the o2 low flow test step. The service technician states that grey removable foam needs to be readjusted in order to resolve the test failure. The device was retested and failed a second test step regarding a hw power fail: red led flashing and alarming. The service technician states that the system board printed circuit assembly (pca) will need to be replaced to resolve the failure. The replacement is currently pending customer approval. Once approved, the device will be retested once more. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the initial evaluation of the device at the manufacturer's service center, the device failed the o2 low flow test step. The service technician states that grey removable foam needs to be readjusted in order to resolve the test failure. The device was retested and failed a second test step regarding a hw power fail: red led flashing and alarming. The service technician states that the system board printed circuit assembly (pca) will need to be replaced to resolve the failure. The replacement is currently pending customer approval. Once approved, the device will be retested once more. Additional information was provided by the service technician stating the device failed another repair test step relating to an o2 low flow, which occurred due to a gray foam piece being misaligned during service. This test step is considered to be not reportable. Once the foam was readjusted, the device passed all testing.